Event description:
Report rec'd from (B)(6) stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).